Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kit were reviewed, and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the sensor failed to apply properly when trying to insert adc device. The customer reported no symptoms, but was reportedly unable to self-treat, requiring unknown intervention by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Applicator (B)(6) has been returned and investigated. Visually inspection has been performed on the applicator and no issues were observed. It is observed that the applicator was not fired correctly and sheath was locked, loose sharp was observed through the sensor plug. Sensor (B)(6) has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was not properly seated. Unable to perform further investigation due to sensor pack not returned. If the sensor pack is returned a physical investigation will be performed and a follow up report will be submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the sensor failed to apply properly when trying to insert adc device. The customer reported no symptoms, but was reportedly unable to self-treat, requiring unknown intervention by a third-party. There was no report of death or permanent injury associated with this event.